Manufacturer narrative:
Concomitant medical products: item: 90mm lag screw catalog #: 47-2435-090-10 lot #: 2682122, item: 5.0 mm diameter cortical screw catalog #: 47-2484-065-50 lot #: 62294037. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Photos were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient had a revision surgery approximately four months post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional information was received. The initial reporter also sent the report to FDA: uf/importer report # (B)(4). As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now additionally reported that the patient started experiencing pain on (B)(6) 2017 and subsequently had a fall on (B)(6) 2017. On (B)(6) 2018 x ray results showed nail fracture.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: nail breakage. Review of event description: event summary: it was reported that the patient started experiencing pain on (B)(6) 2017 and subsequently had a fall on (B)(6) 2017. On (B)(6) 2018 x-ray results showed nail fracture. Review of received data some x-ray pictures were received. The x-rays were reviewed by a healthcare professional. Hip / femur left ap / lateral (cross-table): condition after sub-trochanteric fracture of the femur with lateral bending wedge and spiral fracture line about to the middle of the femur. Znn nail with correctly inserted znn lag screw without any indication of loosening or implant failure. Tip of the znn nail shown. Two wire cerclage just below the entry point of the lag screw without evidence of implant failure. No added interlocking (cortical) screw visible. Bony substance defect sub-trochanter at the level of the proximal portion of the intramedullary nail, neatly reduced fracture. Two pictures were received which show the breakage of the znn nail. The nail breakage is located through the lag screw hole. No statement about the fracture surfaces can be made. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product was not returned by the patient. Review of product documentation: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to general corrosion (crevice, pitting, galvanic) possible, as the device was not returned, no visual examination could be done. Therefore, this point cannot be excluded. Breakage of implant due to the implant therapy is performed not as indicated possible, no surgical reports received. The implant therapy is unknown. Therefore, this point cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture not possible the x-ray review results showed that the nail was implanted correctly. Breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle not possible the x-ray review results showed that the nail was implanted correctly. Breakage of implant due to patient do not follow the post-operative protocol possible, it could be the case that the nail was over stressed or that the patient did a wrong behavoiur which lead to the breakage of the nail. Breakage of implant due to explanted implant is used for new implantation surgery possible, as no new product stickers were send it is unknown if a new nail was used. Therefore, this point cannot be excluded. Conclusion summary it was reported that the patient was implanted on (B)(6) 2017 and started experiencing pain on (B)(6) 2017 and subsequently had a fall on (B)(6) 2017. On (B)(6) 2018 x-ray results showed nail fracture. The patient was revised on (B)(6) 2018. The devices have not been returned for evaluation. The delivered device pictures and x-rays confirm the znn nail breakage through the hole for the lag screw. There are several factors which may have contributed to the breakage. It is possible that the nail was over stressed or that the patient did a wrong behavoiur which lead to the breakage of the nail. However, an exact root cause for the znn nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is cmp-(B)(4).